Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion in the mid lad. The lesion could not be crossed despite several pre-dilatations. Additional pre-dilatation was done, but the device could not pass the lesion again. After withdrawal, it was detected that the stent was deformed. Another pre-dilatation was performed, a new orsiro mission was used, and the procedure was successfully completed.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent is severely deformed at its distal end and judging from the x-ray markers the stent is displaced in distal direction. Microscopic analysis revealed stent imprints on the exposed balloon surface indicating that the stent struts were initially crimped on the balloon and the stent was initially crimped between the x-ray markers. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of the final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent and the crimped diameter is verified by 100 percent. Based on the conducted investigations, no manufacturing or material related root cause could be determined. It should be noted that the IFU warns against re-insertion if the stent system was removed prior to expansion.